Event description:
It was reported that during a da vinci thymectomy procedure, a burn hole was noticed through protective thermal cover of the cuttery spatula instrument, while dissecting the thymus gland. The surgeon noticed an arcing mark on the thymus gland after removal. The instrument was replaced with an instrument of the same type to complete the procedure. No additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the ceramic sleeve missing a .060" x .060" piece at the distal end. No evidence of a hole burned through the ceramic sleeve was found. Failure mode is believed to be due to mechanical fracture, not electrical burning. The larger diameter section of the ceramic sleeve has various scratch marks, suggesting multiple instances of inadvertent contact with other instruments. Breakage of ceramic sleeve may be due to the impact from an instrument collision. Electrical continuity passed. No other damage found. There are no indications from the site that the missing instrument components fell inside of the pt during the surgical procedure. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.